Manufacturer narrative:
Concomitant medical products: product ID: 8782, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2021, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8782, serial/lot #: (B)(4), ubd: 17-mar-2022, UDI#: (B)(4). Product ID: 8780, serial/lot #:(B)(4), ubd: 21-dec-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (10 mg/ml at 1.222 daily dose) via an implantable pump for unknown indications for use. It was reported that the patient lost 40 pounds and the pump started rubbing the skin of the pump pocket. The pocket became red and irritated. The physician decided to relocate the pump but during the case the physician observed that the pocket was infected and made the decision to explant all devices. The pump system was explanted on (B)(6) 2022. It was asked but unknown if the pump system was replaced with another medtronic device. The issue was resolved at the time of report. The patient's weight and medical history were asked but unknown. The patient's status at the time of report was alive - no injury.